Event description:
I'm a patient w/ diabetes as well as an rn since the '70s. I've been using the abbott freestyle libre2 2 for several years. I just switched to the libre 3. I've used 4 of them. All 4 were wildly inaccurate compared to a finger stick. All 4 have been off almost every reading by 20 to 50 points. To test the accuracy, I've been doing finger sticks most every time I've read the sensor. If not for my diligence, this would have resulted in dramatic over treatment w/ insulin, resulting in hypoglycemia, permanent injury or death or in under treatment, resulting in the myriad complications of hyperglycemia. This product needs to be removed from the market until it's reliably is proven beyond any doubts. Finger stick at the same time 119. The tests were more than 4 hours after last eating anything or drinking anything w/ carbs. FDA safety report ID# (B)(4).